Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. Device evaluation: thrombus was confirmed through the evaluation of the pump. The pump was returned assembled with the driveline cut at the pump¿s nipple housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, and outflow elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was in place over the graft nut, but no sutures were present. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Examination of the rotor inlet upon disassembly of the pump revealed a thrombus formation surrounding the inlet stator¿s bearing cup. The lamination and denaturation of this formation indicate that it likely formed over an undetermined period of time while the pump was supporting the patient. A root cause for the development of this formation could not conclusively be determined through this evaluation. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a pump exchange to a different manufacturer''s device secondary to suspected device thrombus.